Event description:
It was reported that this right ventricular (rv) lead was explanted due to fracture resulting in high capture threshold, increased impedances and noisy signals. Additionally, patient received multiple inappropriate shocks due to noisy signals. A new lead was successfully implanted. No additional adverse patient effects were reported.